Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/03/2025, it was reported by a sales representative via (B)(4) that an abs-10060r angel centrifuge screen stayed white when powered on. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufactured date 2013.